Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No anomaly noted. Insulin pump passed self test, off no power test and all operating currents tested within the spec range. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level and the insulin pump had a blank screen. The customer¿s blood glucose level was 400mg/dl and current blood glucose level was 435mg/dl. The customer stated that the insulin pump showed power error and then died and the display did not return. The customer declined troubleshooting as the insulin pump had blank display. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will not return for analysis.